Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to an insulation issue. It was reported that the lead exhibited low impedance measurements and that the conductor coil was exposed. This was discovered during a generator changeout procedure. Subsequently, a new lead was required. No further adverse patient effects were reported.